Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the transmitter battery died. There was no report of injury or medical intervention. No additional event or patient information is available.